Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Review of the available records identified the greater trochanter appears to abut the lateral acetabular margin. There is irregular lucency within the cement art the greater trochanter and there is abnormal lucency along the proximal femoral component and distal cement. Loosening and subsidence of the left femoral component as noted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown, unknown cup, lot #: unknown; item #: unknown, unknown liner, lot #: unknown; item #: unknown, unknown head, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04187 cup. 0001822565-2019-04188 liner. 0001822565-2019-04190 head.

Event description:
It was reported by the 411 group that a patient underwent a hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. The sales rep was inquiring about implant identification. Attempts were made to obtain additional information; however, none was available.